Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was powering itself off. &#1288;ere was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that the issue was intermittent and appeared to improve after tightening of the battery harness nuts and battery connector pins.  After further testing however, the device issue did not recur.  Physio-control was unable to conclusively determine the cause of the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
The supplemental medwatch report indicates: physio-control evaluated the device and verified the reported issue. It was observed that the issue was intermittent and appeared to improve after tightening of the battery harness nuts and battery connector pins. After further testing however, the device issue did not recur. Physio-control was unable to conclusively determine the cause of the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The supplemental medwatch report should indicate: physio-control evaluated the device and verified the reported issue. After testing, physio replaced the battery contact pcb assembly and the internal cable connecting the contact pcb to the power pcb. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. (B)(4).